Manufacturer narrative:
If implanted; give date: the exact implant date is unknown; however, it was reported that the lens was implanted 4-5 years ago. If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the doctor that he had a patient seen today, (B)(6) 2015, who had a silicon multifocal tecnis intraocular lens, 4-5 years ago. The patient was referred for posterior capsular opacification (pco) but on examination, the iol was very cloudy. The patient's vision is 6/36. Doctor stated: ''I think I need to remove the implant.'' In follow up with the doctor, it was reported that the explant has not been done yet. No further information was provided.